Event description:
The initial reporter stated that the pump would shut itself off. They stated that the pump did not alarm. Mmdg did follow up with this initial reporter to request additional information. They stated that the pump did not work properly and would not deliver a full dose, but no other information was made available. [Complaint-(B)(4). ]

Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. When the pump was returned to mmdg, it was found to have severe fluid ingress, resulting in the pump being unable to be turned on or used. Because of this mmdg could not confirm if the complaint occurred as reported or not. The pump was serviced to correct the issue.

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was not completed because no serial number was provided. Because the pump was not returned to mmdg the complaint could not be investigated. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump would shut itself off. They stated that the pump did not alarm. Mmdg did follow up with this initial reporter to request additional information. They stated that the pump did not work properly and would not deliver a full dose, but no other information was made available. (B)(4).